Manufacturer narrative:
At this time, vyaire medical has not received the device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire that a (B)(6) old baby died while on an ltv 1150 ventilator. The customer stated that they do not feel the ventilator was at fault for the death, they feel it was from an outside influence that may have turned the ventilator off and have requested for the event trace log to be downloaded and reviewed.

Manufacturer narrative:
(B)(4).